Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the new device and new lead were connected during the replacement procedure, high out-of-range hv lead impedance measurement was observed. Device was not used and was replaced.

Manufacturer narrative:
The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high hv lead impedance could not be determined.